Event description:
Boston scientific received information that this patient's lower rate limit setting was set a bit to high as well as hysteresis offset was too high. As a result this patient was seen to be pacing at times and sensing at other times during a temporary and during permanent mode. The tests were run again with markers, and the device is working appropriately. The patient stated that they had a syncopal event shortly after the device was initially implanted, and the physician was not sure if it was neurocardiogenic syncope. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.